Event description:
Following a breast augmentation, customer reported that the catheter broke during removal. An additional surgery was done to remove the catheter.

Manufacturer narrative:
Product was not returned for evaluation. It was reported that the doctor coiled up the catheter and placed behind the implant. It was also reported that the catheter may have been kinked.